Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34 (lot: 0011254283); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: the suspect complaint product was received in a heart valve return kit submerged in clear 0.2% glutaraldehyde solution at medtronic¿s quality laboratory. Visual analysis showed the valve appeared discolored with evidence of blood with remnants of bloody host tissue on the commissures, leaflets, and skirt. All leaflets were flexible and appeared intact. All leaflets exhibited signs of creases and imprinting; conditions resulting from the crimping and recapturing process. As received, all leaflets were in a partially closed position with gaps between leaflet 1 (l1) and leaflets 2 (l2) and 3 (l3). All commissures appeared intact. The valve was submerged in warm saline; valve reset to original condition. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. At this point, the valve was recaptured and appeared to retract without issues or anomalies. The valve was subsequently deployed and appeared to exhibit a complete dilation; no anomalies were noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of the returned fluoroscopic images showed what appears to be a good loaded valve. The one returned video also showed the valve partially expanded as it was being deployed from the valve. The nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or recapture process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. There was no information to suggest a device quality deficiency related to this event. Based on the available information, the presumed underexpansion appears to have occurred on the initial deployment, and then the infold appears to have occurred as the valve was being recaptured. There was no mention of a pre implant or po st implant balloon dilation being performed. Per the IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post implant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once and confirmed via visual, tactile, and fluoroscopic inspection. No misload was identified. During the initial deployment, the valve appeared under expanded. After recapture, an infold was clearly visible. The valve was removed and a new valve and delivery catheter system were used to complete the procedure. Per the physician, the presence of aortic calcification contributed to the infold. No adverse patient effects were reported.